Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain,"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and acne ("rashes or skin conditions type: acne.") And was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, heavy menstrual bleeding, hormone level abnormal and acne outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Lot number: b60755; manufacturing date: 2013-08; expiration date: 2016-08. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy abnormal bleeding') in an adult female patient who had essure (batch no. B60755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain,"), abdominal pain ("abdominal pain"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and acne ("rashes or skin conditions type: acne.") And was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, abdominal pain lower, vulvovaginal pain, vaginal haemorrhage, heavy menstrual bleeding, hormone level abnormal and acne outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, acne, genital haemorrhage, heavy menstrual bleeding, hormone level abnormal, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result not provided. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received. Reporter and lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.